Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure (patient ID, age, and weight are unknown). According to the complainant, the hta procedure was successfully completed with no alarms or error codes, and no patient injury was observed. A follow up phone call was placed to the patient six hours after the procedure. No issues were reported. The patient returned four days after the hta procedure for a follow up appointment with a different physician. At this time, a vaginal burn was observed. The physician did not classify the degree of the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.